Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, this swan ganz catheter provided very low cardiac output (co) based on patient conditions. Placement of the swan ganz catheter was confirmed to be correct. Then, the device was flushed but the issue remained. Hemosphere monitor and cables were replaced to connect the swan ganz catheter to a ge bedside monitor and to a philips bedside but co values were still low. There was no allegation of patient injury. No further information is available. Patient demographics unable to be obtained.

Manufacturer narrative:
Added information to section h6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). As part of the manufacturing process the units go through an electrical inspection process.